Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation found the following: the air water cylinder has no color, the suction cylinder has no color, the forceps port has a dent, the forceps raising angle does not meet the standard value to due to wear of the knob wire, the play of the upward/downward angulation control knob is out of the standard value due to wear of angle wire, the adhesive around the objective lens has stain, the light guide lens has a crack, the connecting tube has a wrinkle and the connecting tube has a scratch, and the distal end the elevator wire pipe was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that probe cover had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained on the plastic distal end cover since the reprocessing was not completed due to occurrence of leakage from the switch button four. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.